Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer states that after the catheter was placed, the doctor went to aspirate the catheter. There was a hole in one of the extensions, and blood sprayed out. The catheter was then replaced on the spot.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.